Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found the ise mix motor for the sample pot was not working. The fse replaced the mix motor. Afterwards, calibration and qc on the instrument both passed.

Event description:
The customer reported an au2700 chemistry analyzer generated high ion-selective electrode (ise) quality control (qc) and patient results. The incorrect results were not reported outside of the laboratory and there was no change to patient treatment in connection with this event. The customer did not provide any qc or patient data.